Event description:
It was reported the patient had a routine follow up scan showing aaa increase in size with a separation leak. The patient had a very long aorta, and at time of initial implant looked like there was only 2.5 cm of overlap of the cuff into the main body. Physician elected to treat the patient with two infrarenal aortic extensions. Patient was discharged home the next day, and doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.